Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Event description:
On january 13, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. However, the troubleshooting process could not be completed as user stopped responding to the communications from customer care. No injury or medical intervention was reported.